Manufacturer narrative:
Based on the current information provided, the cause of the pneumothorax and pulmonary embolism cannot be determined. There is no indication that the customer reported complications of pneumothorax and pulmonary embolism were related to a product issue. There was no allegation that a malfunction of an ion system, instrument, or accessory occurred during the procedure based on the reviewed customer follow-up. A review of the site's system logs for the reported procedure date was conducted by an intuitive surgical, inc. (Isi) senior failure analysis engineer. Investigation revealed there were no related system errors to have occurred during the procedure that were relevant to the reported event.

Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure and developed a pneumothorax which required chest tube placement and hospitalization. The target nodule was 1 centimeter in size and located in the right upper lobe posterior segment 5 millimeters away from the pleura. Instruments used during the biopsy included compatible biopsy forceps. After the ion procedure while the patient was still intubated, a chest x-ray was performed, and a pneumothorax was identified. A chest tube was placed to resolve it. The patient was discharged home after 4 days of hospital stay. 10 days later, the patient developed a pulmonary embolism. The patient was placed on oral blood thinners. The physician believed that the biopsy forceps caused the pneumothorax, and that it would have likely occurred via another modality. There was no device malfunction associated with the event.